Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found the pitch cable broken at the proximal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The clevis did not exhibit any wear marks. Broken strands stuck out at the wrist. Other cables at wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable with missing crimp, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci pyeloplasty, the surgical staff noted that two wires in the pulley system of the maryland bipolar forceps instrument were broken and frayed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient.